Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Field service engineering (fse) visited the customer to address the reported event. During troubleshooting, fse confirmed that the analyzer had frequent dropped cups and yielded error 4153 c-trans z home. Fse replaced the cup transfer assembly and ran 5 runs of a cup transfer test followed by 5 runs of the sorter test. All tests ran without error. Fse then performed the daily check without any errors. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 08-may-2017 through aware date 08-jun-2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [4153] c.trans-z home overrun; cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the 4153 c-trans z-home overrun error was failure of the cup transfer assembly.

Event description:
A customer reported error 4153 (z-axis home overrun) with the aia-900 instrument. The customer performed an all set home and command completed without any additional error. Technical support (ts) advised the customer to run an assay to determine if the issue resolved but the customer did not want to waste any cups as they had seen the issue before. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of lutenizine hormone (lhii) and follicule-stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.